Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported damaged device, pain and capsular contracture. The device was explanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Patient reported damaged device, pain and capsular contracture baker grade iii. The device was explanted. Right side.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, rupture, and pain.

Event description:
Patient reported damaged device, pain and capsular contracture. The device was explanted. Right side.